Event description:
I used renu with moisture loc solution august 2005 till empty. I was diagnosed with ulcers and a fungus in oct 2005. I was prescribed an antibiotic drop. Which was very expensive. My vision was 200/20 from the ulcer.